Manufacturer narrative:
No product is being returned, and no lot numbers have been supplied to encore. Therefore, no product investigation can be performed. The surgeon claims in the complaint that this issue is due to the soft tissue stretching, and does not make any statements about product problems. Based upon this info, this is the final report.

Event description:
Revision due to joint laxity.